Manufacturer narrative:
Concomitant medical products: d121, competitor ICD; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with a antibacterial absorbable envelope and competitor implantable cardioverter defibrillator (ICD) system had developed an infection / bacteremia. Cultures were taken and antibiotic treatment was necessary. A blood test revealed high white blood cell (wbc) and the patient was diagnosed with infection and growth on lead(s) as well as flora on valve. It was noted that it is unknown if the infection started at the ICD pocket or was a long standing issue due to growth on valve that may have preceded device implant. The antibacterial absorbable envelope remains implanted. No further patient complications have been reported as a result of this event.